Manufacturer narrative:
The device was returned to olympus for evaluation, and the findings were as follows, due to damage to the head unit, the body would not rotate smoothly; due to damage to the locking lever, the locking ring knob, or the endoscope mount lock of the coupler would not move smoothly, and there was corrosion on the coupler unit. The investigation is ongoing. A supplemental report will be submitted upon completion or if the user facility provides additional information. Reviewing the device history record found no deviations that could have caused or contributed to the reported issue. It has been over six years since the subject device was manufactured. Based on the investigation's results, the cause can likely be traced to component failure, which is expected, or random component failure without any design or manufacturing issue. However, a definitive root cause could not be identified. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that the camera head at the level of the attachment with the optics was loose and would not maintain stability during the procedure. There were no reports of patient harm.